Event description:
It was reported the patella reamer shaft stuck during op. The surgeon stopped to use it and cut the patella freehand.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The event could not be confirmed. The root cause of the event could not be determined because the event could not be replicated. Functional testing found the returned reamer shaft spun freely within the associated bushing guide. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event

Event description:
It was reported the patella reamer shaft stuck during op. The surgeon stopped to use it and cut the patella freehand.